Event description:
The reporter stated that reporter did meter to lab comparison tests. Reporter's meter test at home was 142 mg/dl. 30 minutes later, a venous draw lab test result was 105 mg/dl. Reporter did not have any symptoms. A control solution test was not done due to lack of supplies. On follow up, the reporter stated that a second meter test at the lab, using venous sample, was 130 mg/dl. No harm was alleged.